Manufacturer narrative:
Patient information not provided due to (B)(6) patient privacy regulations. Unique device identifier (UDI) is unavailable. Device manufacture date is unavailable. A medtronic representative went to the site to test the equipment. It was reported that the imaging system was repaired, however details of the component that was repaired were not provided.

Event description:
A manufacturer representative reported that, while in a spinal fusion, the door of the imaging system appeared closed by the pendant displayed that the door was open. It was noted that when attempting to re-open the door, an unintended noise emitted from the gantry. There was no reported delay to the procedure due to this issue. There was no reported impact on patient outcome. No additional information was provided.

Manufacturer narrative:
Additional information: unique device identification (UDI) and device manufacture date provided. Correction: common device name and catalog number updated to proper value.